Event description:
Medtronic received information that an abbott vascular perclose proglide suture-mediated closure system was involved in an intervention where stents were implanted on a femoral artery due to the proglide system not allowing a local immediate hemostasis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).